Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - it was reported this lead had perforated the heart. The patient complained of chest pain with deep inhalation. On the night of (B)(6) 2014, he had acute heart failure due to atrial fibrillation and he was inappropriately shocked. Drug therapy was changed and a CT and echocardiography were performed. A sternotomy was performed and the puncture was closed. A hematoma was evacuated from the right lung. Respiratory therapy and medical ventilation were started.